Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, multiple episodes of urethral trauma and catheter tip misplacement at the end of turp procedures. Some catheters have ended up outside the bladder posteriorly. Others have caused significant urethral trauma on insertion with possible long-term sequelae for patients. It was reported that likely cause was the stiffness of the catheters, and the ¿raised¿ balloon area of the catheters. It was not reported how many patients experienced these complications.